Manufacturer narrative:
The customer reported that when they hit the charge button, there was a delay in the unit charging up to the selected energy. The customer evaluated the device, and replaced the battery. This resolved the issue.

Event description:
The customer reported that when they hit the charge button, there was a delay in the unit charging up to the selected energy.